Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing overstimulation at the right leg despite reprogramming done. Database analysis were observed and revealed no anomalies. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.